Event description:
Reporter indicated that device diagnostic testing performed at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient had undergone generator replacement surgery 19 days earlier, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Device interrogation revealed that the patient's device had been programmed to 0.25ma normal mode output current 12 days post-op, yet the patient indicated that she has not felt device stimulation. The patient has not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays by physician did not reveal any obvious discontinues in the vns therapy system. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating physician (via telephone x3, via fax x1). Investigation to date has been unable to determine the cause of the high lead impedance test result or whether the lead was damaged during the generator replacement surgery. Generator/lead connection problem, lead damage, or lead/nerve interface issue are all possible causes. Revision surgery is likely.